Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. System operates as intended. (B) (4).

Event description:
Customer reported the system did not meet the 4% beam limitation criteria. No patient injury was reported.